Event description:
The physician reported there was a lot of resistance in deploying the stent. The physician reported the stent was deployed in the wrong location. The physician reported he had felt like the stent came out of the catheter. To date, there was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.